Manufacturer narrative:
Citation: akinseye et al. Clinical outcomes of coronary occlusion following transcatheter aortic valve replacement: a systematic review. Cardiovasc revasc med. 2018 mar;19(2):229-236. Doi: 10.1016/j.carrev.2017.09.006. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes of coronary occlusion during or after transcatheter aortic valve replacement (tavr). All data were collected from meta-analysis of 40 publications encompassing relevant studies, case reports, case series, and original articles published between 2002 and 2016 . The study population included 96 patients (predominantly female; mean age 82.6 ± 7.2 years.), 20 of which were implanted with a corevalve (serial numbers not provided). Among all patients, the causes of death included: ventricular fibrillation cardiac arrest despite revascularization, perforation of right ventricle by pacer wires during cardiopulmonary resuscitation, a complicated valve-in-valve case, some cases of progressive cardiogenic shock despite revascularization, acute cerebrovascular accident, hypoxic brain injury and sepsis. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events included: partial or complete occlusion of the left main coronary artery (lm), right coronary artery (rca), left circumflex artery (lcx), obtuse marginal artery (om), and left descending artery (lad). Other adverse events included profound hypotension, hemodynamic instability, cardiopulmonary bypass, percutaneous coronary intervention (pci), coronary artery bypass graft (CABG), valve malpositioning, and valve snare. Multiple manufacturers were noted in the literature. Based on the available information, these adverse events may have been attributed to medtronic product . No additional adverse patient effects or product performance issues were reported.